Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with drive line site infection and abscess and was treated with IV tazocin for 18 days. No surgical intervention was performed. Abscess size and oozing reduced prior to discharge home on (B)(6) 2020. Crp 10 on discharge. It was planned to have the patient to remain at home while awaiting urgent heart transplantation. The patient will continue to do twice daily dressing changes and visit clinic twice a week for bloods and driveline site monitoring.

Event description:
Cultures were positive for pseudomonas aeruginosa.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an ultrasound of the patient's abdomen was performed. There was a 1 cm cuff of fluid surrounding the distal portion of the driveline until it emerged at the skin's surface. At the half way point, a 6 mm serpiginous fluid tract arose from the peri-driveline fluid and extended superficially. The tract drained in to a 2x2x2 cm pocket of fluid within the superficial tissues. There was inflammation and no deep collection inside the abdomen. The patient's white cell count was 9.8 and c-reactive protein was 9.